Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of the large hem-o-lok clip applier instrument would not work, and the wires were hanging out. No fragment fell into the patient. It was noted that the device was not used on the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.